Manufacturer narrative:
Initial patient report of mild electric shock while walking in the rain is being revised to therapy shock after reviewing the wcd data in the device event log. Return of the device to the manufacturer will determine the final cause of the therapy shock episode. There was no serious injury reported. However, an undiverted shock to a conscious patient could result in serious injury.

Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. Returned t/c failed weight. Returned monitor failed isl due to test issue and was re-tested and passed test. Returned therapy cable could not be tested due to shock delivery and gel deployment which confirms that the therapy cable functioned as expected. There was no observed damage and all gel was deployed during the event. Evaluation evidence indicates wcd performed per prescription and intended use. Patient was fit and trained prior to initial use, including the use of the heart alert button to cancel the shock. However, patient heard the alert but did not cancel the shock using the wcd heart alert button.

Event description:
Patient called in for assistance in rethreading the garment. While helping the patient set up, the patient reported a wrench code and service required voice error. The service required error code was not identified. There was no patient injury or adverse event. However, the service required event code indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.